Event description:
It was reported that the right ventricular (rv) lead has had chronically high superior vena cava (svc) impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Six patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2008 and (B)(4) 2011. Weekly high voltage lead trend data shows high impedance for min and max svc impedance equal to 11432 to 12920 ohms range between (B)(4) 2011 and (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.